Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown postoperative date the mandible plate came loose following screws backing out. The patient has had an ongoing infection in mandible area. The primary fixation was in (B)(6) 2020. The patient underwent the revision surgery on (B)(6) 2021. No further information provided. This report is for one (1) 2.0mm ti matrixmandible screw self-tapping 6mm. This is report 3 of 5 for complaint (B)(4).